Manufacturer narrative:
The device is pending additional testing. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this patient previously reported hearing beeping tones coming from their device. At the time, technical services discussed what could cause the device to emit beeping tones. Six months later, the device was electively replaced. There were no reported product performance issues and no reported adverse patient effects at the time of the explant procedure. The device was returned and during initial testing at our post market quality assurance laboratory, it was determined this product did not meet longevity expectations.